Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported the device initially helped with symptoms, but then stopped. They increased stimulation during the call. Additional information was received from the patient. They reported that the patient had great results during the trial and when they called their healthcare professional (hcp) office to inquire what their settings were during the trial, no one has been available to take their call. Reviewed general programming guidance and the patient increased setting to 3.8. The patient to monitor symptoms and make another slight adjustment if needed. Reviewed when to consider switching programs. Additional information was received from the patient. They reported that the device was not working for symptom control. They were getting up to pee many times and when they got out of their chair, the urine pushed out of them and they could not control it. They spoke with their healthcare provider yesterday, and they recommended they connect to their settings to make sure the device was on, but not to make any therapy adjustments. Information was reviewed and stimulation was at 3.8 volts. They mentioned the ins was not where it used to be, but they did not remember if they had a fall or not. They planned to follow up with their healthcare provider now that they had confirmed stimulation was on.